Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis noted that only the stent was returned. The stent delivery system (sds) was not returned. There was blood and thick contrast on and in the stent, which is consistent with use of the product. The middle and proximal stent struts were completely mangled. The first nine rows of distal struts were flattened. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. Reportedly, the lesion was 95% occluded, which may have contributed to the resistance. Additionally, an interaction with the lesion/anatomy during advancement in the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the anatomy during manipulation of the sds in the lesion would have then led to the stent dislodgement. Additional non-surgical treatment was used to snare the dislodged stent, which caused a delay in the procedure and the noted damage to the stent. In this case, the reported physical resistance appears to be related to the operational context of the procedure; however, a conclusive cause for the reported stent dislodgement could not be determined. All stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that during the procedure in the mid right coronary artery for treatment of a 95% stenosis, an attempt was made to advance the stent system through the lesion and resistance was met. The stent dislodged from the balloon prior to inflation. The physician attempted to pull the stent back through the vessel, but the stent became caught on the guiding catheter. A snare device was used to successfully retrieve the stent. Another xience v stent was deployed to complete the procedure. Although the procedure was prolonged, there was no adverse patient sequela. Though requested, no additional information was provided.